Event description:
Boston scientific received information that during a follow a marker appeared on the electrocardiogram despite the rhythm being a normal sinus rhythm. Another episodes showed noise, but an attempt to recreate the noise was not possible. It was noted that the patient had been hospitalized within the past couple months due to a syncope episode. A request for review was sent to technical services.

Manufacturer narrative:
A review of the electrocardiogram strips noted that the tn markers are a default maker place on events when the programmer does not translate the maker correctly. Interrogation of the device was discussed. Further analysis noted that noise and pacing inhibition results in asystole for > 2 seconds was seen from an episode in (B)(6) 2013. Technical services discussed monitoring the patient. Technical services noted that the noise/artifacts was external to the device, and all parameters appear normal. Technical services also noted that the device appeared to be operating normally and noise/artifacts were not reproduced through provocation maneuvers and were external in origin.